Event description:
After 3 1/2 years of implantation, this device was explanted because of over-sensing and muscle stimulation. During a file audit, this file was identified as not being closed. In addition, the audit revealed that on MDR should have been filed for this device. Therefore, the MDR is being submitted. Note: the device was discarded by the hosp.